Event description:
It was reported that 30 minutes after rx acculink stent implantation and successful capture and removal of the rx accunet embolic protection device, the patient experienced aphasia and hypotension. The hypotension was treated with neosynephrine. On (B)(6) 2011, a computed tomography was done with results showing a normal scan for the patient's age. On (B)(6) 2011, the hypotension resolved and the patient was discharged home. On (B)(6) 2011, the patient returned for the 30 day follow-up and remained aphasic. The event was diagnosed as a stroke. The condition is listed as continuing and improving. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.